Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that the speaker is defective and must be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. A replacement speaker was ordered and shipped to the customer site. E1 reporting institution phone#: (B)(6) e1 reporter phone#: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device displayed a loudspeaker error, and the sound was very quiet. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.